Event description:
As reported by the edwards (B)(6) affiliate, after successful implantation of the 26mm sapien xt valve, the post procedure tee revealed the patient had sustained an annular rupture. The patient was considered inoperable for open heart surgery, and subsequently expired. The annulus measured 24mm by tee and 23.5mm by CT. The patient had an evenly distributed moderately calcified native valve. Specifically, the patient had mild native annular calcification, moderate native leaflet calcification and mild aortic root calcification. The sinus of valsalva (sov) measured 30.9mm.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, with the information provided, there is no obvious cause for the reported annular rupture. The hospital will not provide imaging to edwards for further review. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.